Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the concerto helix, the coils moved with the catheter and possibly and unintentionally occluded a vessel. The patient experienced lower limb paralysis, and it was suggested that circulation might have been affected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing left l3 lumbal artery embolization. Vessel tortuosity was minimal. The procedure was ultimately considered successful. The coil was left where is was and was considered by the surgeon to be in a secure location as other lumbar arteries were also embolization with coils and/or microparticles. It was still unclear if the patient's paraplegia symptoms had any relationship to the procedure. Lumbar spine MRI was proceeded a day after angioembolization and there were signs of medullopathy which correlated to paraplegia, but the cause was unknown and the medtronic representative (rep) was not made aware of any intent for further investigation.